Event description:
During percutaneous intervention, the stent failed to cross the target lesion. No patient injury was reported. When the device was returned, the stent was missing. Unsuccessful attempts were made to clarify this event.

Manufacturer narrative:
This product is available for testing and evaluation but the engineering report is not available as of this writing. Additional information received will be submitted within 30 days upon receipt.